Event description:
The explanted generator was received for analysis. Analysis hasn't been completed on the returned product to date. No further relevant information has been received to date.

Event description:
Resetting the device did not work to resolve the communication with the device. The patient's generator was replaced. Outside of the pocket they still couldn't communicate with the device. No further relevant information has been received to date. The explanted generator hasn't been received to date.

Event description:
The battery was sent to the vendor for further analysis. It was concluded that no defects were noted in the cell assembly and no defects were identified during destructive analysis. The analysis was destructive and therefore was not returned for storage with the rest of the ipg.

Event description:
Product analysis was completed on the generator. The pulse generator would not interrogate at the pa lab bench. Therefore, the system diagnostic and final electrical test could not be performed. With the pulse generator case removed and the battery still attached to the pulse generator pcba, the battery measured 0.057 volts, confirming an end of service condition. A comprehensive automated electrical evaluation showed that the pulse generator pcba performed according to functional specifications. Device failure was confirmed in the pa lab. The decoder shows acceptable battery voltages from (B)(6) 2020 to (B)(6) 2021 the last recorded system diagnostic. However, no conclusion could be drawn as why the battery was depleted as received as the pulse generator pcba performed according to functional specifications. Additional analysis was performed on the pulse generator to try to force the pulse generator into a suspected high current condition. A bench battery (from inventory stock) was soldered to the pulse generator pcba. The pulse generator was placed in a temperature chamber that was set to 55c/131f to monitor the signal vcpu (a1) for any anomalies (with two other devices for reference) and possibly force a high standby current condition. No anomalies were observed. The pulse generator was placed in a temperature chamber that is set to 37c/98.6f. Interrogations and system diagnostics were performed randomly to possibly force the standby current to increase. After about a week at 37c/98.6f the pulse generator was placed on the bench at room temperature (approximately 24c/75.2f) for about week. Interrogations and system diagnostics were performed randomly to possibly force the standby current to increase. This process was repeated for about two months. An increased current condition was not replicated at the pa lab. Failure mechanism could not be confirmed.

Event description:
It was reported that the patient's generator couldn't be interrogated after being implanted around a year and a half and additionally, the patient was having an increase in seizures. Per the doctor, battery depletion isn't expected based on the patient's settings. They checked the system with two different programmers and both two programmers were unsuccessful during the interrogation. The generator implant depth seemed normal and there was no report of a surgery that could have exposed the device to electrocautery. They did not expect patient movement was contributing to the interrogation difficulties. The generator was last able to be interrogated approximately two months prior. The programmer that failed to interrogate the patient's generator was able to interrogate other generators. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The internal data of the generator was reviewed. Data from the date of implant to an interrogation in (B)(6) 2021 was available for review. There was no evidence of resets during implant, high impedance during implant, or voltage drops over the course of the generator's implant time. The generator indicated that only approximately 18% of the generator's battery was consumed as of (B)(6) 2021. . No anomalies were identified.